Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that they received a change sensor alarm. Customer's blood glucose was 11.4 mmol/l. The customer's husband stated that as patient fitted an enlite sensor yesterday there was a blood at the site after few hours then they received the change sensor alert. The customer was advised and explained the calibration error and potential causes, patient's husband removed the sensor and it was not bent, discussed insertion technique. The customer was advised and recommend no pressure on serter, do not pull tab tight and change orientation. The customer agreed to send 2 replacements for failed sensors.